Manufacturer narrative:
The broken support arm was not returned for investigation. The customer has informed us that the support arm was scrapped and that they do not have any further info. With the available info the root cause of the reported event cannot be determined. (B)(4).

Event description:
It was reported that the support arm broke. (B)(4).